Manufacturer narrative:
No procode, common device name, UDI #, and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the navigation system and confirmed the system cannot boot up. There was an issue with the software which was not resolved. There were no parts replaced at this time. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the navigation experienced an unexpected exit and will not boot up. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device manufacturing date now provided. Correction: the site requested to return system for credit instead of repairing the system. No system or parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the fusion system was returned to the manufacturer for evaluation and the reported issue was confirmed. When powered on, all components powered on except for the computer. Analysis of the computer found that when the internal switch was pressed, the computer would endlessly power cycle. Trouble shooting did not resolve the issue. The power supply was exchanged with a known good supply and the issue resolved.